Manufacturer narrative:
The download history file shows three 25.0 unit boluses that were programmed and delivered on (B)(6) 2015 at 00:47, 00:54 and 07:20. The button event file was overwritten. Unable to verify if boluses were manually programmed by the customer. Pump unable to prime during prime test due to faulty force system gold resistor. Pump passed displacement test, rewind and basic occlusion test. Pump was monitored and did not delivery on its own noted. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they were experiencing low blood glucose of 39 mg/dl and would like to troubleshoot insulin pump to make sure everything is working properly. Troubleshooting found that the bolus history and the programming may be incorrect and advised customer to follow up with doctor regarding low blood glucose levels. Customer was advised to call back if they have any further questions.